Event description:
It was reported that episodes of non-sustained ventricular tachycardia (vt) were observed on a recent remote transmission. Upon further review, high amplitude lead noise that cannot be programmed around with sensitivity adjustments was noted. No further information was available.